Event description:
It was reported that the t:slim x2 pump's battery would not charge, and the screen was dark, preventing diagnosis of the issue. There was no adverse impact to the customer's blood glucose level. Despite attempts to charge the pump using different cables and adapters, the charging connection was not recognized. Technical support decided to replace the pump, confirming the warranty status and arranging the shipment without requiring a delivery signature. The customer was advised on returning the faulty pump and understood the procedures, including allowing the battery to deplete and using the provided return box and shipping label.